Event description:
A user facility report was received from the (B)(6) registry stating:"yellow wrench/driveline fault alarm".

Manufacturer narrative:
The report of a driveline fault alarm was confirmed based on the information contained in the log file that was retrieved from the returned device. The driveline fault alarm activated on (B)(6) 2014 at 2:39 am and remained active until the driveline was disconnected. The returned system controller was functionally tested and found to operate as intended during the analysis. A specific root cause for the driveline fault alarm was unable to be determined; however, the manufacturer has identified similar events related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm and has initiated a corrective action to investigate the issue further. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital staff reported an asymptomatic pt who had a driveline fault alarm and was instructed to change to his backup system controller. A yellow wrench driveline fault alarm was noted. The pt reportedly passed out during the controller exchange and went into cardiac arrest (unspecified arrhythmia). At that point, the pt's family called 911. The pt was intubated and in transit to an emergency dept. The pt was in transport with advanced cardiac life support (acls) to the emergency dept. The pt was admitted to cticu and log files were sent for eval. The hosp staff reported that lvad support was withdrawn and that the pt expired with the cause of death being noted as "ischemic stroke." No other info was made available.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.